Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced door assembly broken upper hinge, third party part bezel assembly, door latch assembly crack lower latch, rear case housing assembly damaged bottom right side. A review of the device history record showed the device had a manufacture date of 01jul2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable root cause of the reported issue was due to wear of the door assembly. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Based on the findings, the probable root cause of the reported issue was due to wear of the door assembly. A review of the device history record showed the device had a manufacture date of 01jul2004. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed. Device is pending evaluation.

Event description:
It was reported that the device was broken or damaged. No additional information was provided. There was no patient involvement.